Event description:
It was reported that the patient experienced palpitations, chest discomfort and a decreased heart rate during the night. It was found that the lead experienced high thresholds. The physician suspected lead damage and a change in the patient's myocardial condition. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.